Manufacturer narrative:
Physio control evaluated the returned battery and verified the reported condition by observation of the physical damage to the battery. The damage to the battery prevented physio from conclusively determining a root cause. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Customer had discharged the battery using the physio-control discharge tool, they placed the battery in a box for recycling. While it was in the box, the customer heard a loud pop and saw that the battery had exploded. Customer is worried that this will happen with his other batteries and is removing his units from service due to this issue.